Manufacturer narrative:
H11: the device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump backflowed patient blood. The pump was backflowing from the peripheral IV (intravenous) access into the IV tubing, but the infusion pump did not alarm. There was no report of patient injury or medical intervention associated with this event. No additional information is available.